Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (1000.0mcg/ml, 158.1mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The patient contacted the hcp to report the pump intermittently rang. When the pump was seen at the hospital, the pump was no longer ringing and the hcp saw nothing abnormal (hcp did not look at the logs). The patient came back to be seen on (B)(6) 2017 and the device logs indicated motor stall. The provided print report from (B)(6) 2017 indicated a total of 4 motor stalls spanning from (B)(6) 2017 to (B)(6) 2017, with the last motor stall being unrecovered resulting in stopped pump may exceed tube set message. The motor stalls were listed as follows: motor stall on (B)(6) 2017 at 14:28 with recovery on (B)(6) 2017 at 11:25, motor stall on (B)(6) 2017 at 13:03 with recovery on (B)(6) 2017 at 23:24, motor stall on (B)(6) 2017 with recovery at 14:49 that day, and the last motor stall occurred (B)(6) 2017 at 15:34 with a stopped pump may exceed tube set message on (B)(6) 2017 at 15:34. The patient did not have withdrawal symptoms, but "slight increase" in spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. Oral medication was prescribed to the patient pending pump replacement. No replacement date was provided. The status of the device was indicated as implanted-out of service. The issue was considered to be ongoing. The status of the patient was stated to be alive and with no injury. The issue was considered ongoing. No further complications were reported/anticipated. It was noted the implant date of the pump was (B)(6) 2011 (month and year valid). The provided print report from (B)(6) 2017 also indicated the elective replacement indicator (eri) was 6 months and the next refill was estimated to be (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump replacement was scheduled for (B)(6) 2017.

Manufacturer narrative:
Pump interrogation noted the pump was at minimum rate of 6.1 mcg/ml. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also revealed overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.